Manufacturer narrative:
The suspect pendant has been received by the manufacturer for evaluation. The reported issue was confirmed. When the pendant was tested, all the control keys were malfunctioning except the emergency stop and emergency stop release control button.

Manufacturer narrative:
The system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Device evaluation: the suspect relay amp was returned to the manufacturer for evaluation and the reported issue could not be confirmed. The relay passed visual inspection and passed bench testing. No problem found with the returned part.

Manufacturer narrative:
The suspect gantry motion control box was returned to the manufacturer for evaluation and the reported issue could not be confirmed. The unit passed all testing. No problem found with the returned part. The suspect collimator was returned to the manufacturer for evaluation and failed a bench test and burn-in test. The x and y motors were grinding and physical damage was confirmed. The collimator mount holes were found to be altered. A mechanical failure mode was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the motion bar on the pendant would not progress to ready status. It was reported that the relay for the system was replaced, it was reported that voltage could not be delivered to the relay. The representative noted that the collimator for the imaging system was not passing testing. The representative then returned to the site and reported that the system control board, collimator, filter and pendant of the system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect relay, collimator, control board and pendant have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not complete the invalidate home task. It was reported that the system would not progress past the prompt. There was no patient present when this issue was identified. No additional information was provided.